Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The original and redrawn samples were repeated on the same instrument, resulting lower than the initial result. The corrected result was reported to the physician(s). The patient was admitted to the hospital for observation. The patient had an electrocardiogram (EKG) and carotid ultrasound performed at the hospital due to the discordant falsely elevated ctni result. There are no reports of patient intervention or adverse health consequences due to falsely elevated cardiac troponin I.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and no malfunction was found. The cause of the discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.